Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-9815 apollorf mp50, aspirating ablator, had an unexpected event, with no further information provided. The rep stated that the surgeon discovered the metal and had pictures of the surgery. The case was delayed 15 minutes to retrieve metal fragments from the patient. It was reported that the patient was not harmed. This was discovered during a procedure. Additional information was received on 12/30/2024: the device broke in the patient while in use and left behind metal and plastic pieces. All fragments were retrieved from the patient. The device produced debris and all debris was removed from the patient. There were no error messages prior to or during the event. The device settings were 7/2. The ablator did not come in contact with any other devices during use. The ablator was in constant use for 45 seconds. The case was completed with the wand. On the final x-rays they saw debris (see photos). The patient did not experience any adverse effects due to the issue. This was discovered during a hip arthroscopy with labral repair procedure on (B)(6)2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9815 serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that part of the white material covering the shaft¿s tip was broken off; however, the plate was not broken. Functional testing was not performed due to the damage to the device. The most likely reason for the reported failure is user error, specifically hitting the device with another instrument during use. Directions for use (dfu) e. Precautions. 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe.